Manufacturer narrative:
Date of event and protocol number are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during pre-test, an air leak was observed. No patent injury reported. No additional information is available for this complaint.

Manufacturer narrative:
Heic: code added h3 and h6 evaluation: codes updated h10 device evaluation. One (1) sample was received without its original packaging, in used condition, and decontaminated. The sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. No damage or discrepancies that could affect functionality were detected. Sample was submitted to leak test inspection. The circuit passed the leak tests, and no discrepancies were detected. The reported failure mode reported is not confirmed. No root cause can be determined since the returned unit successfully passed visual inspection and leak test. A review of the device history record (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions implemented since complaint is not confirmed.